Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the displacement test due to motor excessive axial play. The pump passed the operating currents, self test, unexpected restart, prime and no delivery alarm tests. Unable to perform the occlusion or basic occlusion tests due to the alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 135 mg/dl. No further details were provided. The insulin pump will be returned and replaced.